Manufacturer narrative:
Conclusion/ root cause: the failure of c56 prevented the power supply from operating on ac power.

Event description:
The customer reported the display went black and device went "vent inop" while in use. No patient harm reported.